Event description:
Capillary glucose performed on analyzer. Yielded 377 mg/dl venous blood sample obtained, at the same time yielded glucose value of 115 mg/dl on another co's device. Quality control checks on instrument were within acceptable limits for that run. Venous sample results concurred with pt condition. Other co's device qc acceptable. Rep at co had no reason for discrepant results by the instrument, suggesting reagent strip problem.